Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was showing that the charger was charging a battery, when no battery was inserted. The cause for the failure was isolated to a lifted d601 component on the bedside pca. The root cause for the lifted d601 could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that a patient was experiencing battery charger problems.